Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a kyphoplasty procedure performed on a patient at levels t8/t9/t10/t11 with 15/2 balloons, two balloons ruptured after inflation at t9 and t11. Due to this event there was a a delay in surgery procedure by approximately two minutes. No fragments of the balloons were left in the patient and no allergic reactions to contrast media were reported.